Event description:
Device #1 of 4: reference MFR. Report: (B)(4). The manufacturer is unable to determine whichsupra-orbital leads were involved so both leads are reported. It was reported the patient requested her supra-orbital lead (off-label use) to be revised for cosmetic issues. The patient underwent surgical intervention to reposition her lead. The patient developed a mild infection and went to the ER where her antibiotics were changed. No cultures were taken. Follow up information identified the infection has resolved.

Manufacturer narrative:
(B)(4). Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).